Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 06/19/2025, it was reported that the patient experienced a sensor failure after which they experienced a hypoglycemic event. Around 30 minutes after the sensor failure occurred the patient experienced not being able to sit up, not recognizing people, and loss consciousness. The mother was not with the patient at the time of the event but called the paramedics. When a fingerstick was taken by the paramedics the blood glucose reading was 50 mg/dl. The patient was treated with intravenous fluids and was given a gatorade. When a fingerstick was taken when the patient had regained consciousness the blood glucose reading was 52 mg/dl. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.